Event description:
It was reported that ongoing malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level ranged between 340 to displayed as "high"; although specific value was not provided. Elevated bg was address by a correction bolus via the pump.